Event description:
The user facility initially reported that the device had caused interference with a video monitor; however, later stated that the device had produced sparks at the male connector where the device was connected to another manufacturer's electrosurgical unit. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device reference in this report will be forwarded to olympus for evaluation, but has not yet been received. The make of electrosurgical unit with which the a0358 was said to have been connected is not listed as a compatible device. This report appears to be a case of user error. If significant additional information is received, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.